Event description:
It was reported to philips that system was not turning on. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not turning on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the upper fan unit was not working and due to water damage m2 fan was not functioning. The defective host pc was returned to failure analysis and no failure was found. Fse replaced the host pc and fan unit. After the replacement of host pc and fan unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.